Event description:
It was reported that insulin leaked from the infusion set resulting in elevated blood glucose levels. The location of the insulin leak was not provided. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.